Manufacturer narrative:
(B)(6). Investigation conclusion: the complaint is unconfirmed as no photo / samples received. Root cause description: a review of past 12 months quality notification were performed and no quality notification was raised on the reported defect. The reported defect cannot be confirmed as no photos / samples were returned for evaluation. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Rationale: photos and/or samples were not returned for investigation. The complaint will continue to be tracked and monitored.

Event description:
It was reported that the needle eclipse 23x1 rb experienced a safety failure that would not engage. The following information was provided by the initial reporter: when the nurse used her thumb to engage the safety mechanism, it would not close over the needle and felt like it hadn't luer-locked onto the vial properly to begin with. Felt flimsy & would not engage.